Manufacturer narrative:
The unit was evaluated and the customer the customer's reported issue that the unit is not giving right volume could not be confirmed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit is not giving the correct volume.